Event description:
The patient was undergoing a thrombectomy procedure using the penumbra system 5max ace reperfusion catheter. During the procedure, while advancing the 5 max ace catheter through a neuron max, the physician noted that the proximal end of the 5max ace catheter was cracked. The physician used another ace catheter to complete the procedure. There was no reported adverse effect on the patient.

Manufacturer narrative:
Result: the 5maxace reperfusion catheter is kinked approximately 3.0 cm from the hub underneath the hypo-tube. Conclusion: the complaint has been evaluated. The compliant indicates while advancing the 5maxace reperfusion catheter through a neuron max the proximal end of the 5maxace reperfusion catheter was discovered to be fractured. Evaluation of the returned device confirmed a fracture in the catheter approximately 3.0 cm from the hub underneath the hypotube section at the proximal end of the catheter. This damage was likely caused by handling of the proximal end of the catheter when attempting to advance through the neuron max and delivery into the patient. If the catheter is not properly handled, this region is susceptible to kinking and fracture. These devices are 100% visually inspected for damage during packaging.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.